Event description:
"Electrical shock" from the device. The customer contact indicated the event occurred as the nurse was plugging the pump into an ac outlet to charge the battery for future pt use. The nurse reported that the spark occurred at the connection site of the ac outlet and the prongs of the plug on the pump's cord. Reportedly, the nurse was wearing rubber soled shoes that were in contact with a tiled floor at the time of the event. Customer was also wearing an "over-sized/dangling" silver colored metal watch on the wrist that was used to plug the pump into the outlet. The customer contact indicated that the nurse denied any injury, and no medical interventions were required. Reportedly, the nurse stated, "the shock might have been related to static." The pump was removed from clinical service. Though requested, no additional info was provided.